Event description:
A 3.5 mm diameter x 18 mm length driver rx coronary stent delivery system was inserted in a patient for treatment of a mid distal rca lesion. Vessel morphology was reported to be non-tortuous. It was reported that the lesion was pre-dilated. The physician deployed the drv35018x stent. After deployment, the balloon would not deflate. The delivery system was pulled back with force and removed from the patient. No injury reported. The patient is reported to be stable and no additional clinical sequelae were reported. Evaluation summary: medtronic has received the stent delivery system and its analysis has been completed. The procedural inflation device was also received for evaluation. There was contrast residue in the inflation lumen and the balloon. Visual inspection of distal shaft and proximal balloon weld confirmed that there was not stretching or damage present. Deflation testing using the returned inflation device and in-house inflation device revealed no deflation issues with the device. The balloon deflated within the deflation specification time. There were no issues noted to the returned device which would have resulted in the slow or non-deflation of the device.